Manufacturer narrative:
Occupation is lay user/patient. The customer did not return the test strips.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). The initial result was 7.2 inr. The customer re-tested approximately 1 hour later on a different finger and the result was 4.9 inr. The customer's therapeutic range is 2.5 - 3.0 inr. No treatment was required. There was no allegation that an adverse event occurred. The customer is in stable condition. The customer is not on heparin or other direct thrombin inhibitors, does not have anti-phospholipid antibodies, has not had any changes to coumadin dose, is not taking any new medications and has not had any diet changes. The customer had pneumonia and a uti last week and was on 3 antibiotics. The customer is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. The customer returned the meter. The test strips were not returned. The result of 4.9 inr was observed in the meter memory with a date of (B)(6) 2003; the alleged result of 7.2 inr was not observed in the meter memory within an hour of the 4.9 inr. The returned meter was tested with retention strips and retention controls (qc range = 2.6 - 4.0 inr): qc 1: 3.0 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.